Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon was difficult to deflate. During aspiration, only 6 ml of water came out. The user had to cut the inflation lumen and use the guidewire to clear the lumen.

Event description:
It was reported that the catheter balloon was difficult to deflate. During aspiration, only 6 ml of water came out. The user had to cut the inflation lumen and use the guidewire to clear the lumen.

Manufacturer narrative:
The reported event was confirmed. Sample was evaluated and observed there was poor on snip eye. The lumen of returned catheter was obstructed and we observed collapse lumen under the inflation eye that occurred the catheter was difficult to deflated, therefore this complaint is confirmed as manufacturing related. Potential root cause for this failure mode could be from rubberize thickness variation and low latex viscosity cause non deflation issue on returned sample. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall." Correction: d10 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.